Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the lamp inside the illuminator was not correctly inserted and sometimes it did not illuminate during surgery. The patients did not experience any harm. Two resettable system messages related to a dysfunction of the lamp were displayed by the system. No parts were substituted. The lamp was repositioned, reactivating the connection.

Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was confirmed by a company representative who indicated the lamp was inserted incorrectly. The lamp was repositioned to address the issue. The system was tested and found to meet product specifications. The system met specifications at the time of release. The root cause of the reported event can be attributed to the lamp being inserted incorrectly into the module.